Event description:
It was reported that patient complications occurred. Obsidio was selected for use in the gastroduodenal artery (gda) secondary to an acute massive upper gastrointestinal bleed from the duodenal bulb refractory to endoscopic treatment with epinephrine injection. Initial microcatheter position was within the right gastroepiploic artery. The arteries were clamped down and sub-2 mm in diameter. Approximately 0.2ml of obsidio was delivered with aliquot into the right gastroepiploic artery using a 2.8f non-boston scientific microcatheter. Saline was pushed behind the aliquot and obsidio was pushed further distally than anticipated; however, due to the bones, it was difficult to visualize. Another approximately 0.1 - 0.2ml of obsidio was delivered more slow and steady into the right gastroepiploic artery and distal gastroduodenal artery and stayed put but this too was difficult to visualize. Coils were implanted in the remainder of the gda. Obsidio moved a little more with the coils and contrast delivery. The patient went into atrial fibrillation (afib) with rapid ventricular response (rvr) during the procedure near the time of initially delivering obsidio which was treated medically. The patients heart rate and blood pressure increased and the patient did not require pressors for the remainder of the procedure. Clinical signs improved immediately and the patient did well post procedure. Two days post procedure, the patients hemoglobin decreased and there was blood in the nasogastric tube aspirate. The patients renal and liver function had decompensated and the patient was in shock with multiorgan failure. The patient underwent repeat esophagogastoduodenoscopy (egd) which demonstrated multiple non-bleeding gastric ulcers extending through the duodenum. The largest duodenal ulcer measured 30 mm in diameter. Note is made that the stomach was not as well visualized on the first egd, but ulcers seemed more extensive. A diffuse grayish discoloration was visualized throughout the stomach and duodenum. The patient continued to decompensate and care was withdrawn. The patient expired 3 days post procedure. The physician felt that there was not a significant amount of embolization of either the stomach or duodenum to explain such progression of ulcerations or ischemia but could not exclude the contributory effect. The death is not considered to be related to obsidio. The patient had multi-organ failure and shock which were not secondary to embolization.